Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to moisture damage keypad trace. The insulin pump has minor scratched lcd window, cracked case near the display window corners, battery tube threads cracked, broken belt clip slot and cracked reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump's act button was unresponsive. The insulin pump also had a crack above the up arrow button. The customer's blood glucose level was not reported. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.